Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: nephrectomy. Event description: seal component fragmentation. Report from the sales rep: the valve damage was found after the procedure. When the fragment was confirmed the inside of the body with a postoperative x-ray, so the patient was invaded and the abdomen was opened, and the fragment was recovered from the body cavity. It was unknown whether it originated from c0r47 or ctr73. Initial investigation report: the event unit was returned to us and visually inspected. Ddb had been already cut off on arrival. The septum was fragmented. The returned fragment is similar to the missing section on the septum in shape. No visual damage was found in the shield. Information per cer check list attached: name/model of the damaged trocar is ctr73. The main usage of the trocar was as a 2nd port. Devices that were inserted/removed into/from the trocar include [non-applied] maryland, grasper, dissector, and scissors. The number of insertions/removals was approximately 30 times. This is the first time this issue happened at this department/specialty at the hospital. Intervention: the abdomen was opened and the fragment was recovered from the body cavity. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: nephrectomy. Event description: seal component fragmentation, report from the sales rep the valve damage was found after the procedure. When the fragment was confirmed the inside of the body with a postoperative x-ray, so the patient was invaded and the abdomen was opened, and the fragment was recovered from the body cavity. It was unknown whether it originated from c0r47 or ctr73. Initial investigation report: the event unit was returned to us and visually inspected. Ddb had been already cut off on arrival. The septum was fragmented. The returned fragment is similar to the missing section on the septum in shape. No visual damage was found in the shield. Information per cer check list attached: name/model of the damaged trocar is ctr73. The main usage of the trocar was as a 2nd port. Devices that were inserted/removed into/from the trocar include [non-applied] maryland, grasper, dissector, and scissors. The number of insertions/removals was approximately 30 times. This is the first time this issue happened at this department/specialty at the hospital. Intervention: the abdomen was opened and the fragment was recovered from the body cavity. Patient status: no patient injury.